Event description:
When the physician used the subject device to cut for a procedure, the probe damage error displayed and the tip broke. The broken piece was retrieved. The physician replaced the subject device with the similar device. The procedure was completed. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for eval. The eval confirmed that the ptfe pad was broken off. The broken piece was returned. There was a contact mark of the probe and jaw. The manufacturing history was reviewed, with no regularities noted. Based on the eval and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. Since the physician activated output while grasping the partially separated ptfe pad, a part of ptfe pad was cut and the contact between the probe and grasping section occurred. Due to the contact during activating output, the contact mark occurred and the probe damage error displayed. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). The description in the instruction manual is cited below. Do not activate output for an extended period while the grasping section is closed without contacting tissue. Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.